Event description:
This MDR is being filed as misapplication due to use on male pt with fragile urethral mucosal lining which is contraindicated in the instructions for use. It was reported that a male pt experienced issues with retention immediately following an initial urethral bulking implant procedure performed in 2006. The symptoms included urge, pressure, and discomfort. One day post-op, the dr drained the pt's bladder, taught him to self-catheterize, and prescribed antibiotics. Two weeks later, a cystoscopy was performed and a ball of implant material was observed in the bladder. The dr stated the urethral mucosa ruptured on the left side. The dr surmises the rupture occurred as a result of the pt self-catheterizing. The dr did not remove the implant material. Nine days later, the pt passed the implant material. Healing was noted as taking 2-3 weeks. The current status of the pt was noted as stable and incontinent. Injection details are as follows: during the implant process, residual implant material was visible outside the injection site and removed per labeling. Urethral tissues burst, separated, or opened up a minimal amount allowing implant material to extrude into the bladder. Transurethral approach, flexible needle, needle held at injection site for 3 minutes, position of injection site was 3, 6, & 9 o'clock, needle was imbedded to shoulder, blanching, blebbing and coaptation were noted.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethrits, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The product was being used on a male pt which is not according to labeling indications.